Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The customer resolved the issue by changing his infusion set. However, his blood glucose was 512 mg/dl at the time of incident. The customer treated with multiple insulin pump boluses. Troubleshooting was declined for the high blood glucose since the customer had skipped his morning bolus. No products were returned or replaced.